Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) lists cardiac arrhythmia and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Previous bleeding admission on (B)(6) 2021 reported under MFR# 2916596-2021-01786.

Event description:
It was reported that on (B)(6) 2021, patient had symptoms of weakness, lightheadedness, dizzy spells, and constant maroon bowel movements. Plan to transfuse 3 units of packed red blood cells (prbcs). Push enteroscopy on (B)(6) 2021. The account was unaware of an admission on (B)(6) 2021 for gastorintestinal bleed and symptomatic anemia and received 3 units of prbcs (reported in MFR # 2916596-2021-01786). Colonoscopy on (B)(6) 2021 showed a small hiatal hernia but otherwise normal. On (B)(6) 2021 patient had other cardiac arrhythmia event, which was noted that runs of self limiting vt (ventricular tachycardia) on transport from another hospital. Patient also had ongoing thrombocytopenia on (B)(6) 2021 with platelets at 97, on (B)(6) 2021 at 90, on (B)(6) 2021 at 118, and on (B)(6) 2021 at 155.